Event description:
It was reported that during testing conducted at the manufacturer facility the tps micro driver was operating in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the printed circuit board was found to be damaged. The device will be repaired and returned to the user facility.